Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer stated that there was random no delivery alarm, backlight was not bright and screen was very hard to visualize as it was dim. Customer reported that they had to rewind the insulin pump more than once and it took longer time to rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.